Manufacturer narrative:
The investigation concluded that a lower than expected ammonia result was obtained from a vitros liquid performance verifier (lpv) quality control (qc) fluid using vitros chemistry products amon slides lot 1018-0253-3829 on a vitros 350 chemistry system. The cause of the lower than expected qc result is likely related to microslide incubator contamination. The customer uses an ammonia-based cleanser within the lab, and this could not be ruled out as a potential cause of the contamination. The instrument, likely due to unacceptable customer protocol, is the likely cause of the lower than expected result. During trouble shooting, an ortho field engineer (fe) processed a vitros amon precision test on the vitros 350 chemistry system which yielded results that were not within acceptable guidelines. The fe then performed the following service actions to the vitros 350 chemistry system: microslide incubator decontamination, cleaned the tip locator, incubator belt, replaced the dispense blade, and performed the dispense to metering adjustment and pad reflectance test. Post service actions, a within run vitros amon precision test was processed, but the results of the testing were inconclusive. However, the amon performance improved when compared to the acceptable guidelines than the testing results prior to service actions. Following the post service precision testing, the fe calibrated vitros amon and post calibration qc was acceptable for both the customer¿s non-vitros biorad qc fluids and the vitros lpv fluids. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros amon lot 1018-0253-3829.

Event description:
A customer obtained a lower than expected vitros ammonia (amon) result from a vitros liquid performance verifier (lpv) quality control fluid using vitros chemistry products amon slides on a vitros 350 chemistry system. Vitros lpvii lot l7187 amon result 152 umol/l versus an expected vitros amon result of 200 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected result was attained from a quality control fluid. The customer indicated that they never report out vitros amon results that they obtain in house. Instead, they send the samples off site and report those results. The customer discontinued routine amon patient testing on the vitros 350 analyzer during the time period of the event as qc results were unacceptable. There were no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).